Event description:
The customer contacted teh company's customer experience team via email to report that they experienced difficulty removing the device and sought medical assistance for removal at an emergency room. The customer did not indicate how long the device had been in place prior to removal. The event occurred the first time the customer used the device. The physician informed the customer that they had a tilted and very high cervix. The customer indicated that the physician had to use tools to remove the device and had a difficult time. The customer reported pain during the removal process. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.